Event description:
It was reported that (1) tlc10 device was used during a gastric exclusion procedure. It was reported by the rep that the surgeon fired a tlc10 across stomach. Staples on the left side of the cut line did not form b's. The surgeon oversewed the staple line and finished the case and did not open another instrument. There was no consequences to the pt.